Manufacturer narrative:
Insulin pump was received with self test failed error alarm during self test due to faulty y1 on rf board.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error . Customer's blood glucose level was 131 mg/dl. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.